Event description:
It was reported that post procedure complications and death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned the closure device was successfully implanted in the laa of the patient. When the patient was waking, they experienced a sudden cardiac arrest and had 3 degree atrioventricular block and ventricular fibrillation. The patient was rescued by cardioversion and medicine, but still had several repeated sudden cardiac arrests. Transthoracic echocardiogram was performed and it showed that the device had not dislodged and there was no pericardium or circumflex coronary artery compression. CT and coronary angiography confirmed that there was no embolism. The patient was asymptomatic for embolism as well. It was highly suspected the patient had stress myocarditis. It was also believed the patient could have a possible nickel allergy as their myocardium became thick and there was cardiac edema. The symptoms persisted even though they were treated. The patient was put on extracorporeal membrane oxygenation and brought to the intensive care unit. 4 days post procedure the patient was discharged from the hospital by family. It was later reported that on an unknown date the patient passed away. The official cause of death is undetermined by the hospital.